Event description:
Information was received that the cadd legacy pump double beep no cassette. No reported adverse effects.

Manufacturer narrative:
Information was received indicating that a smiths medical pump was returned in fair physical condition; a damaged housing. There was no evidence in the event log of any errors. However, during power up of the returned device, the device started double beeping. Based on the evidence, the complaint was confirmed but the root cause is unknown. It was found that the cause was the downstream sensor. The issue was found to be a downstream sensor error.